Event description:
It was reported that the intraocular lens (iol) was initially implanted and subsequently removed. The procedure was completed using a replacement lens. No injury to the patient was reported and no treatment was required. No additional information was provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: n/a - the lens was inserted and removed during the same procedure. Section d6b - explant date: n/a - the lens was inserted and removed during the same procedure. Section e1 - telephone number:(B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no further response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.